Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition we confirmed that the operation channel buckled,the air/water nozzle clogged,the root brace rubber flexible tube cut,the light guide fiber bundle broken and the lg cable connector assy fluid; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.